Event description:
Pt noticed a couple of days prior to 1/9/97 a hole in the skin above the pacemaker. Pt relates having bumped into something within the last week which pt thought that was a very minor bruise. Pt had redness all around the pacemaker with erosion and subsequent infection. Pt taken to or for removal of device. Received on rocephin and discharged on cipro.